Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2484 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-mar-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("device migrated") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of perineal pain, pelvic pain female, wisdom teeth removal, tubal ligation, esophagoscopy, uterine abrasion, cholecystectomy, von willebrand's disease, sleep apnea, postoperative nausea, mitral valve prolapse, migraine headache, hiatal hernia, gerd, gastroenteritis (history of recent hospitalization due to gastroenteritis: (B)(6) 2021), continuous positive airway pressure, chronic gastritis, piercing associated complication (right ear lobe piercing that cannot be taken-2015), spontaneous abortion (1), live birth (2), abortion (1), parity 3, multi gravida and non-smoker. The patient had a family history of diabetes, hypertension, hyperlipidemia, hypothyroidism and breast cancer. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2492 days after essure insertion, she experienced device dislocation (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: left: 3 trailing coils. Right:3 trailing coils ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device dislocation (10064684). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: exam: (slh) xhsg hysterosalpingogram signs and symptoms: follow up tubal ligation status findings: there is intravasation in the right side immediately upon injecting the contrast.the essure devices appear satisfactorily positioned bilaterally.there is small amount of contrast opacifying along the mid portion of left essure device. Impression: the bilateral fallopian tubes are as yet incompletely occluded status post essure placement with mild residual patency as detailed above. On (B)(6) 2015: exam: (slh) xhsg hysterosalpingogram. Signs and symptoms: tubal ligation status. Impression: the patient has had essure placement in both fallopian tubes. The essure coil on each side is although there is filling of small amount of the tube adjacent to the coil in the right fallopian tube near the cornua. Similar opacification was noted in the left tube on the prior study, although on the current examinati no opacification is identified on the left. No intraperitoneal spill of contrast identified from either tube. [Pathology test] on (B)(6) 2021: anatomic pathology diagnosis: uterine corpus, cervix, bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: adenomyosis; inactive endometrium; cervix, no diagnostic alteration; bilateral fallopian tubes, no diagnostic alteration; bilateral medical devices noted in the uterine cornu region. Material: uterus, cervix, bilateral fallopian tubes. History: pelvic and perineal pain. Gross description: embedded within the right and left cornus of the uterus are two coiled medical devices measuring (2.5 cm in length 0.2 cm in diameter; 2.5 cm in length 0.2 cm in diameter). [Smear test] on 14-may-2014: within normal limits [ultrasound pelvis] on (B)(6) 2021: comment: right adnexal pain, essure g3p2a1. Essure seen bilateral. Right essure appears to be in endometrial strip left essure very close to endo. Also right ovary obscured by gas left ovary but seen poorly endo. Stripe obscured by essure no free fluid. [Ultrasound scan vagina] on (B)(6) 2021: uterus: 7.53 2.96 4.02 cm bilateral essure visualized penetrating uterine wall. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("device migrated") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of perineal pain, pelvic pain female, wisdom teeth removal, tubal ligation, esophagoscopy, uterine abrasion, cholecystectomy, von willebrand's disease, sleep apnea, postoperative nausea, mitral valve prolapse, migraine headache, hiatal hernia, gerd, gastroenteritis (history of recent hospitalization due to gastroenteritis- on (B)(6) 2021), continuous positive airway pressure, chronic gastritis, piercing associated complication (right ear lobe piercing that cannot be taken-2015), spontaneous abortion (1), live birth (2), abortion (1), parity 3, multi gravida and non-smoker. The patient had a family history of diabetes, hypertension, hyperlipidemia, hypothyroidism and breast cancer. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2492 days after essure insertion, she experienced device dislocation (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: left :3 trailing coils right:3 trailing coils ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device dislocation (10064684). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: exam: (slh) xhsg hysterosalpingogram signs and symptoms:follow up tubal ligation status findings: there is intravasation in the right side immediately upon injecting the contrast.the essure devices appear satisfactorily positioned bilaterally.there is small amount of contrast opacifying along the mid portion of left essure device. Impression: the bilateral fallopian tubes are as yet incompletely occluded status post essure placement with mild residual patency as detailed above.; on (B)(6) 2015: exam: (slh) xhsg hysterosalpingogram signs and symptoms: tubal ligation status impression: the patient has had essure placement in both fallopian tubes. The essure coil on each side is although there is filling of small amount of the tube adjacent to the coil in the right fallopian tube near the cornua. Similar opacification was noted in the left tube on the prior study, although on the current examination no opacification is identified on the left. No intraperitoneal spill of contrast identified from either tube. [Pathology test] on (B)(6) 2021: anatomic pathology diagnosis: uterine corpus, cervix, bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: adenomyosis inactive endometrium cervix, no diagnostic alteration bilateral fallopian tubes, no diagnostic alteration bilateral medical devices noted in the uterine cornu region material: uterus, cervix, bilateral fallopian tubes history: pelvic and perineal pain gross description: embedded within the right and left cornus of the uterus are two coiled medical devices measuring (2.5 cm in length 0.2 cm in diameter; 2.5 cm in length 0.2 cm in diameter). [Smear test] on (B)(6) 2014: within normal limits [ultrasound pelvis] on (B)(6) 2021: comment: right adnexal pain, essure g3p2a1 essure seen bilateral right essure appears to be in endometrial strip left essure very close to endo. Also right ovary obscured by gas left ovary but seen poorly endo. Stripe obscured by essure no free fluid. [Ultrasound scan vagina] on (B)(6) 2021: uterus: 7.53 2.96 4.02 cm bilateral essure visualized penetrating uterine wall quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Event device migration added . Medical history & lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2484 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.